Event description:
The customer called in about an error code that she received, and it was discovered her meter was set in mmol/l. The customer did not understand the different readings, but she did not adjust medication or allege any adverse events. The customer was able to reset the meter to mg/dl with assisance, and no product will be returned for evaluation.